Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar balloon rupture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, mid right coronary artery. Reportedly, the 2.0 x 12mm rx trek was advanced for pre-dilatation and inflated for first inflation at 8 atmospheres; however, the balloon ruptured. There was no resistance during advancement or retraction of the device. The lesion was further dilatated with a non-abbott balloon catheter and a stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.